Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, a computed tomography abdomen wo contrast showed that there was no filter tilt. Superior patellar top of the filter was approximately 2.4 cm below the right renal vein. Although, struts appear to extend slightly beyond the outer wall of the inferior vena cava circumferentially by estimated 2mm. There was no strut fracture apparent. There was very slight buckling, contour deformity of the strut at the 1 o clock position. After eleven months later, the patient presented to the doctor with lower abdominal pain and wished to get the filter removed. Computed tomography scan done at an outside facility was reviewed which showed a bard type filter in a relatively good position below the lowest renal vein. Filter removal was about to be scheduled. Therefore, the investigation is confirmed for alleged material deformation and perforation of the inferior vena cava (ivc).based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time post filter deployment, it was alleged that there was slight buckling, contour deformity of the strut at the 1 o clock position and the struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.